Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("hemorrhages, unexplained bleeding outside the menstruations (totally uncontrolled)") and urinary tract infection ("urinary infection") in a female patient who had essure (batch no. D353376) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), myalgia ("unexplained muscular pains (pelvis, legs like sciatica, thighs, heaviness while raising arms)"), fatigue ("heavy general fatigue, only wanted to sleep"), fibroma ("fibroma") and eye pain ("heavy eye orbit pains, particularly on the left as if eye wanted to go out"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, urinary tract infection, myalgia, fatigue, fibroma and eye pain outcome was unknown. The reporter considered eye pain, fatigue, fibroma, genital haemorrhage, myalgia and urinary tract infection to be related to essure. The reporter commented: after carrying out all researches with my gynecologist (abdominal ultrasound, pelvic ultrasound, blood sample, homeopathic treatment, vitamins); I have informed my surgeon (who had sent to me a letter for which I was concerned) but he did not listen to me because according to him there were no test at this day to know if there is a link between all symptoms and implants. I went to see another surgeon to remove implants diagnostic results: abdominal ultrasound, pelvic ultrasound, blood sample, homeopathic treatment, vitamins: doctor said no test showed if there was a link between all symptoms and implants the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 07-jun-2018 for the following meddra pts: genital haemorrhage: the analysis revealed (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-jun-2018. The most recent information was received on 03-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("hemorrhages, unexplained bleeding outside the mentruations (totally uncontroled)") and urinary tract infection ("urinary infection") in a female patient who had essure (batch no. D353376-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), pelvic pain ("unexplained muscular pains (pelvis, legs like sciatica, thighs, heaviness while raising arms)"), fatigue ("heavy general fatigue, only wanted to sleep"), fibroma ("fibroma") and eye pain ("heavy eye orbit pains, particularly on the left as if eye wanted to go out"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, urinary tract infection, pelvic pain, fatigue, fibroma and eye pain outcome was unknown. The reporter considered eye pain, fatigue, fibroma, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: after carrying out all researches with my gynecologist (abdominal ultrasound, pelvic ultrasound, blood sample, homeopathic treatment, vitamins); I have informed my surgeon (who had sent to me a letter for which I was concerned) but he did not listen to me because according to him there were no test at this day to know if there is a link between all symptoms and implants. I went to see another surgeon to remove implants . Diagnostic results: abdominal ultrasound, pelvic ultrasound, blood sample, homeopathic treatment, vitamins: doctor said no test showed if there was a link between all symptoms and implants the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: genital haemorrhage: the analysis revealed 1138 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.